Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2015, a 19mm trifecta valve was successfully implanted in a patient. On (B)(6) 2025, the valve was explanted due to an unspecified tear in the valve causing aortic regurgitation. The valve was replaced with a 19mm non-abbott device. The patient was stable at the time of report.

Manufacturer narrative:
An event of explant due to unspecified tear in the valve causing aortic regurgitation was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. The device history record was also reviewed to ensure that each manufacturing and inspection operation. The reported surgical intervention was under case specific circumstances where device was surgical removal. Based on the limited information received, the cause of the reported event could not be conclusively determined. Per the information available abbott cannot further speculate on why the reported event occurred.

Manufacturer narrative:
Explant approximately 9 years and 4 months post-implant due to unspecified tear in the valve causing aortic regurgitation was reported. The valve was returned to abbott for investigation and found all three cusps to be torn. Fibrous thickening across all three cusps, with multiple tears concentrated along the stent posts and cusp bases. All cusps showed pannus ingrowth on the inflow surface, and the valve exhibited circumferential pannus formation narrowing the inflow diameter. Microscopic analysis confirmed degenerative changes and denatured collagen at the tear sites, with no signs of inflammation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met specifications. The root cause of the valve explant appears to be consistent with progressive structural valve deterioration, causing aortic valve insufficiency, characterized by multiple tears and degenerative changes to the collagen. The cause of the pannus formation could not be conclusively determined. The cause of the cusp tear could not be conclusively determined. The reported hospitalization and surgical intervention were a result of case-specific circumstances as the valve was explanted and a replacement valve was implanted.